Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Sc-1232 (sn (B)(6)). Investigation results: the implantable pulse generator (ipg) was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the devices; however, response was not received. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Sc-8336-70 (sn (B)(6)). Investigation results: the lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the devices; however, response was not received. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was explanted due to an unknown reason.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was explanted due to an unknown reason.

Manufacturer narrative:
Investigation results: the implantable pulse generator (ipg) and spinal cord stimulator (scs) lead were not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the devices; however, response was not received. Device history record: it was confirmed that these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7076843, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was explanted due to an unknown reason.